Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 mg/dl at the time of the incident. The customer was given food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the low were caused by the pump shutting off without warning. The pump was exposed to moisture while on vacation. The customer alleges pump was over delivering as the insulin pump delivered too much insulin as a result of having it in the water. Troubleshooting was not completed as the pump had a blank display. The reservoir will not be returned for analysis.